Event description:
It was reported that in preparation for an unspecified procedure, a stent deployed prematurely. The proximal end of the express biliary stent 8.0x40mm partially deployed during preparation. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4).